Event description:
It was reported that the irrigation/aspiration (I/a) mode was not working during the surgery. The surgery was completed manually by using a simcoe needle. The procedure was completed successfully without any reported patient injury.

Manufacturer narrative:
Upon inspection and analysis of the unit, field service engineer (fse) inspected the system at the customer's site and was unable to replicate the reported event. Proactively, the fse replaced the communication cable and connector. Fse additionally cleaned inside of the monitor, checked the wire connections and aspiration sensor. Fse inspected the system for functionality and verified. Per fse the system meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.